Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Customer experienced cartridge alarms with consecutive cartridges, leading to a decision by technical support to replace the pump. Although the pump was not under warranty, the customer was interested in obtaining an out-of-warranty loaner pump and was referred to renewals while relying on manual daily injections.